Manufacturer narrative:
Additional manufacturer narrative/corrected data- (B)(4). Additional component implanted on (B)(6) 2014: pla320400/12161356.

Event description:
It was reported that on (B)(6) 2014 the patient was implanted with two gore&#59397;excluder&#59393;aaa endoprosthesis aortic extender components in the superior mesenteric artery as part of an abdominal aortic aneurysm repair. It was reported that on (B)(6) 2014, there was incomplete stent-graft wall apposition. A distal sma stent (unknown manufacturer) was implanted to treat the incomplete stent-graft wall apposition. No further information was reported to gore.